Event description:
During a diagnostic procedure in an iliac vessel, a strip of the ptfe coating came off of the guidewire. The physician had advanced the guidewire through an introducer. As the dilator hub was being removed, it was noted that a strip of the ptfe coating was attached to the dilator hub. The physician retrieved the ptfe coating and exchanged the guidewire for a different one. The pt was reported as 'good' following the procedure. Additional info has been requested.